Event description:
It was reported that this right ventricular (rv) lead was explanted due perforation of the heart wall. The patient had presented to the emergency department exhibiting chest pain and effusion was identified via ultrasound. The patient underwent a revision procedure in which this rv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted dried blood/body fluid in helix housing and revealed no abnormalities other than induced damage from normal uses. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this right ventricular (rv) lead was explanted due perforation of the heart wall. The patient had presented to the emergency department exhibiting chest pain and effusion was identified via ultrasound. The patient underwent a revision procedure in which this rv lead was successfully replaced. No additional adverse patient effects were reported.